Event description:
Caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, which resolved the error, and instructed the caller to wait 20 minutes before restarting their sensor session; the caller acknowledged and understood these instructions.